Event description:
The drill holder and drill disengaged when using the screwdriver and fell into the site. They were removed from the pt and no adverse consequences were reported.

Manufacturer narrative:
Na